Manufacturer narrative:
Evaluation summary. Inspection of the suction arm was performed and the device failed the inspection criteria. Pentax of america initiated field correction 2017-008-c which included inspection of the suction arm on affected models pursuant to pre-defined inspection criteria (qs-397). The objective of the inspection was to locate part c255-ab171 (suction arm) and verify it is not loose. If part c255-ab171 (suction arm) is found loose, the device was considered to have failed the inspection criteria. Therefore, we checked the returned unit and confirmed that the suction arm loosened. Based on the result, we concluded that it was caused due to the excessive force applied on the suction arm. In addition, we confirmed that the remote control buttons cracked, the distal body chipped, the operation channel leaky, and the light guide cable buckled; however, they are not the main cause, and/or irrelevant to the alleged complaint. Correction information: g6: follow up #1 h2: if follow-up, what type? H3: device evaluated by manufacturer? H6: coding changed based on the investigation.

Manufacturer narrative:
(B)(4). If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
A customer from a facility in the united states sent a pentax medical video bronchoscope model eb-1975k, serial number (B)(4) in for service after it failed a dry leak test. The customer owned endoscope was returned to pentax medical on 13-aug-2021. The endoscope was inspected by pentax medical service under service order (B)(4) and the customer complaint of failed dry leak test was confirmed and the technician also documented the following inspection findings: suction arm loose, leak at biopsy channel (large/ primary) distal side, failed wet leak test, umbilical cable buckle at umbilical connector side, fluid invasion in segment section, distal body chip at channel opening at thinnest part, # 1 remote control button cover cracked. The endoscope's repairs to be performed where the loose suction arm will be corrected as well as replacing the following parts replaced: o-rings and seals, distal end assy with tube, distal joint screw m1, light guide cable, insertion/s-nipple attaching screw, o-ring(1.25x3.5), suction connection tube, o-ring(1.2x3.5), bending rubber. This complaint is being reported to the FDA due to a prior field action involving a loose suction arm with this product family. However, it should be noted that the field action occurred prior to the manufacture date of this device and this device was not included in the field action. Model eb-1975k, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On 08-sep-2021, a device history record(DHR) review for model eb-1975k, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the (B)(4) facility on 12-jun-2015 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for 15-jun-2015. The endoscope is pending repair completion and final qc approval as of 14-sep-2021.